Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys troponin I stat immunoassay result for one patient sample. The initial result from a plasma sample was 1.62 ng/ml with a data flag. The customer automatically repeats all samples with "positive" results". The repeat result on a serum sample was <0.300 ng/ml with a data flag. They repeated both the plasma sample and the serum sample and the results for both were negative. No specific data was provided. The initial result was called to the ER but was given to the nurse as a preliminary result. The patient was not treated based on the verbal preliminary result. The ER was notified of the repeat result once the laboratory confirmed it. The reagent lot number was 18649500 with an expiration date of 9/30/2017. The field service representative found the measuring cell tubing was crimped. He confirmed the integrity of the tubing and adjusted the routing. As a preventative measure, he changed all pinch tubing and checked and cleaned various parts. He ran performance testing and the customer ran calibration and qc with results within the acceptable range.